Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. During a total parenteral nutrition (tpn) infusion a leak was observed "at the second port from the top". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Priming was performed at the set with a sterile water and no defects were observed. Flow rate (of 2ml/min) testing was performed of by counting the specific number of drops falling in the drip chamber is while collecting effluent, then measure volume to calculate drops per ml and the set performed according to product specifications. The device was left running for 24 hours, simulating the usage process and no defect was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.